Event description:
Patient (B)(6) received implant (rflt rapid ra3511c reflect rapid fixture ø3.5mm x 11.5 l) on (B)(6) 2022, experienced loss of integration on (B)(6) 2022. X-rays were provided by the dentist. Implant replacement was sent to dr. (B)(6) on (B)(6) 2022.